Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product found it to show signs of repeated use; wear marks, faded etching, nicks and scratches. It is confirmed the product has fractured at the tip and not all the pieces were returned. A definitive root cause cannot be determined. This event was farther investigated through the CAPA process. The device labeling indicated the device to be single use. After discussion with the spain loaner, it was determined that the team does not have a way to determine, outside of physical markings, which items in a kit are single use and if the single use devices were used in surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the loaner kit in the warehouse, it has been detected that the piece was fractured. No patient involved. No surgery occurred.